Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels dropped to 22 mg/dl while wearing the pod. It was reported that the patients blood glucose level had rose to 568 at 12:51 prior to having their blood glucose decrease. The patient reports hitting their head. As treatment, the patient had drank juice and consumed chocolate and bread upon arrival the paramedics drilled a hole in the patients leg to get blood. Upon arrival of the paramedics when removing the pod from the insertion site the cannula was found to have dislodged. The paramedics drilled a hole in the patients leg to get blood. The patient had gone to the hospital and had been discharged after 3 days.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia as well as hyperglycemia. In addition it was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.